Manufacturer narrative:
(B)(4). Date sent: 6/21/2024. D4: batch # 681c16. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. The bulkhead contacts were noted to be damaged. As additional testing, the device was tested with a test simulator for functionality. However, the device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the bulkhead contacts and the pcb board is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 681c16, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic appendectomy procedure that the device would not work once the battery was plugged in. Another like device was used to continue with the procedure. There were no adverse consequences reported. One device returning.

Manufacturer narrative:
(B)(4). Date sent: 12/16/2024. Investigation summary- the device event log was reviewed. A series of events were found that may indicate intermittent power issues.